Event description:
New information received notes that the device was explanted.

Event description:
Additional information received notes that the patient condition was stable before, during, and after the explant procedure.

Manufacturer narrative:
The reported field event of backup operation could not be verified since the device was reprogrammed in the field. Functional testing was performed and found to be normal. Longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode. Programming changes were performed to resolve the issue. The patient condition was stable.